Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was explanted and not replaced (per patient request). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: a proximal portion was received measuring 33cm. A distal portion was received measuring 26 cm. Analysis found that the lead had fractured in-vivo due to being flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.